Event description:
Hralthcare professional reported for the right side "the patient was told by her surgeon to contact us to check warranty details for her implants. Patient informs me she has ruptures in both implants. She had a lump under her arm and had checked out. This is when they found out that the patient had two ruptured implants.". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and lymphadenopathy

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.5, b.6, h.6. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician reported MRI showed "silicone granulomatosis in the axillae."